Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the investigation will be reopened for further investigation. A device history record DHR review was not conducted as a review of the information provided by the customer does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the patient's pump is alarming for no disposable. Troubleshooting included silencing the alarm, settings were reviewed and the pump was powered off. The clamp was closed, the cassette was removed and gently tapped to disperse air bubbles in the line. Afterwards, the cassette was replaced and the pump was powered on. The clamp was opened and the pump was started, but the pump continued to alarm. The patient was instructed to turn the pump off and call the clinic. No patient injury was reported.